Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2014 and suture was used for the deep layer of skin above the capsule. During the procedure, the needle pulled off of the suture at the swage. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.